Event description:
Event description guidant received information that this implantable pacemaker (ipm) was difficult to interrogate upon implant immediately after wound closure. The doctor typically programs his pacemakers at skin closure after he has applied a compressive bandage. Therefore there is some amount of flesh and fabric between the pacemaker and the programmer wand. The device functions normally, otherwise.